Event description:
Reporter stated that the pt was unconscious when the emts arrived. The compact plus system the emts were using would not work due to a power concern. Reporter stated they took the pt to the hosp as they could not test on their device. Reporter was unsure of any other action or resulting treatment. A request was made for the return of the suspect device and replacement product was sent.